Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, and the caller successfully started their sensor session without further issues.